Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the review of the black box data showed evidence of unexplained power reboots. However, during the actual testing, the pump powered on with the returned battery cap. The battery cap was able to fully tighten and its contact width and height measured within specifications. The battery compartment was intact. The pump was exercised with the returned battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The original complaint of "intermittent power" was not duplicated during the investigation. Upon removal of the pump case and pump disassembly, no evidence of moisture or loose components was found inside the pump. Unrelated to the original complaint, the audio bolus button cover was missing; therefore, investigators were unable to test the bolus button functionality. (B)(4).